Manufacturer narrative:
The valve was returned and evaluated. The valve was visually inspected for obvious signs of damage (e.g. Torn housing, damaged proximal/distal connectors). No obvious damage was noted. The valve was received with the proximal catheter attached and sutured in place. It was necessary to remove this catheter in order to perform our evaluation. The unitized distal catheter was cut off at a distance of approximately 3 cm distal to the siphonguard device. As the primary complaint was for no flow, the valve was then flushed using a 10 cc syringe and the flushing procedure outlined in the codman certas plus product insert. Flushing was immediate. No resistance was detected while flushing, other than that provided by the siphonguard device, and the valve was successfully flushed within 10 seconds. Proper movement of the rotating construct (rc) was assessed and confirmed using the adjustment tool of the codman certas plus tool kit. Though adjustment of the valve was not a reported complaint, proper and free movement of the rc was confirmed. Another possible contributor to a no flow condition would be an occluded siphonguard device. Proper function of the siphonguard device was confirmed using the test method outlined in the certas plus product insert. Proper engagement and disengagement of the primary pathway of the siphonguard was confirmed. A review of manufacturing records was performed, which found the device conformed to all specification prior to release. The issue reported by the customer could not be confirmed. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After an unsuccessful etv, the surgeon wanted to use certas. The valve was programmed at 4 (medium) and the indicator tool was also used to verify the opening pressure (setting). Later on the surgeon reported to me that the there was no csf flow when he attempted to implant the shunt as if the valve was blocked. This was his 3rd certas case since it was launched in sa. The surgeon then removed the catheter and is planning a revision with another certas. (B)(6) 2015 per rep: "regarding the questions you are asking, if you look further down on the incident report, you will see that I have already answered them. For the 1st question I answered yes, due to the word "potentially" but on this patient in particular, nothing adverse happened because the surgeon picked up the problem right at the beginning and did not continue with the procedure. But had he not picked up the problem and continued with implanting the shunt, the shunt would have sat useless inside the patient, meaning not draining the csf as it should. The second question, I also provided a date the (B)(6) 2015, right at the bottom of the incident report. As to adverse consequence, there wasn't any, the surgeon removed the shunt immediately he noticed that it is not draining csf. A revision was done at a later date, and the patient is now fine. Regarding the other two cases that preceded this one, both cases were successfully done without any problems. The shunts are working fine as they should."